Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged pulled muscle, bleeding, subsequent surgeries and disability are related to the activ.a.c.¿ therapy system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The device met specifications before and after patient placement. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.

Event description:
On (B)(6) 2022, the following information was received from the patient: the activ.a.c.¿ therapy system was initially applied to the patient's "pin hole" size wound in 2021. The activ.a.c.¿ therapy system allegedly pulled the muscle out of the patient's foot and caused bleeding, resulting in four surgeries and disability. No additional information was provided. On 19-jan-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On 01-feb-2021, the device was tested per quality control procedure by kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.